Manufacturer narrative:
This reported event was confirmed. Investigation log files were provided to the product surveillance team for further evaluation and reviewed by a subject matter expert. The reported issue not being confirmed to be prior to its first use suggest it is unlikely to be the result of a manufacturing, installation, or maintenance/servicing deficiency. As such, a manufacturing DHR review was not performed. A definitive root cause is unable to be determined through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Country of origin singapore, same or similar to k182964. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a robotic assisted tka an over-resection of 5-6mm occurred on the tibia. Due to this over-resection, a 14mm articulating surface was used instead of a 10mm surface. Other than that deviation in articular surface, there was no additional impact reported. No further information regarding this event.